Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic at top of the battery compartment was missing. The customer¿s blood glucose level was unknown. Customer stated that they screwed in the battery cap and a plastic piece came out. The customer reported that the reservoir lip ring was damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Additional information of the reservoir was not lock in place on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that they did not report issues with the pump reservoir not locking into place.